Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needles are bent and do not work. Verbatim: consumer reported finding needles in her current box that do not work. Stated she found some of the needles to be bent and was unable to complete her injections. Stated she then had to use a second needle to complete her injection. Stated this also happened with previous boxes in the past."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needles are bent and do not work. Verbatim: consumer reported finding needles in her current box that do not work. Stated she found some of the needles to be bent and was unable to complete her injections. Stated she then had to use a second needle to complete her injection. Stated this also happened with previous boxes in the past."